Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient experienced headaches with soreness around the implant side. Treatment with antibiotics is in progress and status of patient will be observed. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
It was reported that no further information from the clinic will be expected. This report is filed (B)(4) 2013. Implanted device remains.